Manufacturer narrative:
The reported event for inoperable ipg was confirmed. It was determined the device was running the service application software. The cause of the ipg being inoperable was due to a depleted battery caused by the device being in the service app state for an extended period of time. The cause of the ipg being in service app state could not be ascertained. The ipg diagnostic logs could not be obtained due to the battery being depleted.

Event description:
It was reported that the patient had their ipg explanted and replaced on (B)(6) 2019. Effective therapy was established post op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient cannot connect to the ipg with external devices. No further information is known at this time.

Event description:
It was reported that the patient may undergo surgical intervention to replace their ipg.